Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity, it could be an indication for valve replacement or medical intervention. In this case, the exact cause of the stenosis could not be confirmed. However, it is possible patient factors such as chf, dyslipidemia, and metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the patient¿s history of stage 3 chronic kidney disease and ongoing aortic stenosis disease process likely contributed to the stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by field clinical specialist (fcs), four and a half years post implant of the 23mm sapien valve via transfemoral approach in the aortic position, the valve was ¿failing¿. A 29mm sapien 3 valve was placed. The patient was symptomatic, but no thrombus was seen on echo. This patient had recurrent shortness of breath (sob). The patient was diagnosed with severe prosthetic valve stenosis. A valve in valve procedure was performed. The patient had multiple recurrent hospital admissions with c/o sob.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.